Event description:
Additional information was received from the initial reporter confirming the event date as 1dec2022. Additionally, the customer noted that this event occurred during the middle of a cystoscopy procedure. Reportedly, the same device was able to be used to successfully complete the procedure without any reports of patient harm.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device evaluation states the following: video connector: deep scratches on electrical contacts. It was confirmed that there was no foreign body (chemical liquid residue, water plaque, sebum contamination, dust, gauze bubbles, etc.) Attached to the video-jack electrical contact. It was confirmed that there was no damage to the camera cable and the head. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The instructions for use (IFU) findings can be noted as follows: otv-s190 instruction manual "troubleshooting guide ·code :b30 ·error message :scope communication err contact olympus ·possible cause :foreign objects, such as detergent remnants, hard water residue, finger grease,dust, and lint, are on the electrical contacts. The video system center cannot communicate with the endoscope. ·solution:wipe the electrical contacts on the endoscope connector using clean lintfree cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. If the error message appears again,contact olympus.¿stop using the endoscope and contact olympus." Otv-s200 instruction manual "troubleshooting guide code :e226 error message :scope communication error possible cause :the communication between the endoscope and video system center has failed. Solution:immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the electrical contact of the video connector was damaged due to deep scratches on the electrical contact of the video connector. It is likely that communication was not possible due to the failure of the video module electrical contact, resulting in an error b30. Although the occurrence of error e226 could not be confirmed, the error e226 showed a scope communication error and occurred during an abnormal video-adapter electrical contact, so it is likely that communication could not be performed due to the failure of the video-controller electrical contact, and error e226 occurred. The root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was producing b30 and e226 scope communication errors. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.